Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that there was a deep crack in between the screen and they had to tilt the insulin pump to see the screen at times. The customer also reported that the insulin pump had a b off code found in the history. The insulin pump will not be returned for analysis.